Event description:
An x-ray showed a loose trunion at approximately 2 years and 3 months post-op. A revision surgery was scheduled for 2005. Additional information has been requested regarding details in the revision surgery and device availability for evaluation. This device is used for treatment.

Event description:
An x-ray showed a loose trunion at approx 2 year and 3 months post-op. A revision surgery was scheduled for 10/3/2005. Several attempts were made to obtain additional information without success. This device is used for treatment.